Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.